Event description:
It was reported that the is alarming on power up. Customer concerns confirmed. Investigation complete downstream occlusion sensor (dso) main board replaced.

Manufacturer narrative:
Received one device, customer complaint of alarming on power up confirmed through power on test. Unit alarms all modes with a blank screen, indicating a faulty pwa board. Device pass after repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.